Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the malfunctions "chipped adhesive around the acoustic lens" and "the adhesive part of the objective lens is peeling off" could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a chipped adhesive around the acoustic lens and the adhesive part of the objective lens is peeling off. There was no patient involvement.